Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor pcb and connections were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not display a usable image on the left monitor. There is no report of a patient injury or death associated with this event.